Event description:
The hearing aid user said that the wax guards repeatedly fell out of the hearing aid. The hearing aid specifalist was able to remove them from the user's ear. There was no damage -- no redness, swelling, or drainage.